Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that "one contact was out" prior to the implantable neurostimulator (ins) being replaced due to it reaching end of service (eos). It was later clarified that contacts 9 and 10 had impedance values of 60 ohms that was not resolved following the ins replacement. There was no known impact or consequence to the patient.

Event description:
Additional information received from a manufacturer representative reported that the low impedance occurred before the case started so the reason was not applicable. The low impedance was discovered in (B)(6) 2016. No actions or interventions were taken to resolve the low impedance and it was noted that ¿this was not the issue.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.